Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to drain the pancreatic duct by inserting spsof-5-5. In the process of unfolding the pigtail with a straightener to pass the spsof-5-5 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part of the spsof-5-5 was bent. So the wire did not pass. They had to use the new spsof-5-5. They did not change the guide wire. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-3 of lot number c1854094 involved in this complaint was not returned to cirl for evaluation. This complaint captures the pigtail part of the zimmon pancreatic stent which was found to be bent. (Rpn: spsof-5-3). This file is related to pr 367142 / MDR ref# 3001845648-2022-00404 which captures the user error of the replacement device where an incorrect wireguide was used to complete the procedure. (Rpn: spsof-5-5). Lab evaluation: n/a image review: n/a. Document review including IFU review: prior to distribution all spsof-5-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for spsof-5-3 of lot number c1854094 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1854094. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.